Manufacturer narrative:
(B) (4). (B) (4). Other # = e9ft72 (batch# for device b); exp date = 10/2013 (device b). MFR date(device b): 11/2008. Evaluation summary. Instruments a and b were returned in good visual condition. The instruments were cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instruments were fully functional and conforming to manufacturing requirements. Eight malformed clips were received inside in a plastic bag. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the clips did not close all the way and fell off the vessel. The clips were criss crossed. No additional information available.